Manufacturer narrative:
This issue has been mitigated via software model 2864 version 1.04. As of today, this device remains in service without additional complication. If any additional information related to this incident becomes available, this investigation will be updated. This device was explanted at a later and returned. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific crm received information that during implant, loss of telemetry was observed while using this implantable cardioverter defibrillator (ICD) with zip telemetry. The loss of telemetry occurred during the ventricular threshold test. When telemetry was functioning, the screen would not allow the test to be ended. It could not be identified whether the behavior was associated with the device or the programmer. No documentation was done to indicated which programmer was used. It was noted that the patient was not pacing dependent. No adverse patient effects were observed.